Event description:
It was reported via e-mail that the customer had a hypoglycemic episode. The caller stated that she was having a lot of pain on her left rib where she had a fracture, and she was attached to the insulin pump. The customer was hospitalized. The caller stated that two days prior to her admission her brother came and gave her a glucagon pen. The customer also mentioned that she might have exercised too much, and she thought she had eaten enough for the day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.